Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that there was a set screw issue when trying to attach the lead to the device. The lead was able to be secured and good sensing, capture, and impedance readings. The device was successfully implanted.